Manufacturer narrative:
Vyaire file identification: (B)(4). The third party evaluation cannot duplicate the reported issue. However, they noticed a defective flow valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv 1200 unit experienced no alarm and no pressure delivered. At this time, there is no information regarding patient involvement associated with the reported event.